Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the results of the cultures performed, it was noted that an infection was not confirmed. It was further noted that there was mixed gram positive and microorganisms and that they could not rule out normal skin flora. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 1 mg/ml at 0.1 mg/day via an implanted pump. It was reported there was a potential spinal incision site infection. The event/difficulty occurred on (B)(6) 2020 and occurred device follow-up. It was reported the patient¿s spinal incision appeared to be infected or opening up, with a small amount of fluid leaking. The patient arrived at the clinic for follow-up on (B)(6) 2020 and noticed signs of infection in her spinal incision. She was taken back to surgery on (B)(6) 2020 for debridement, cultures, and re-closure. Nothing was done with the pump or catheter and everything remained implanted and in-service. No issues with the pump or catheter. Regarding if there were any environmental/external/patient factors that may have led or contributed to the issue, it was reported, ¿not applicable.¿ tissue cultures were taken on the date of this report during surgery to determine whether the item was infected. Actions/interventions included the patient went to surgery for debridement, cultures, and re-suturing. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive, no injury.¿ no changes were made at this time. The physician would wait for culture results and clinically monitor the patient. The patient¿s weight and medical history were asked and unknown (would not be made available (legal/confidential reason). No further complications were reported/anticipated.